Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Correction boluses were delivered to address the bg levels. The customer did not have extra supplies therefore was unable to perform a supply change which was the typically action taken when elevated bg levels were experienced. The following day, the customer experienced diabetic ketoacidosis and vomiting. The customer went to the emergency room (ER) with an 800 mg/dl bg level and ketones described to be life threatening. While in the ER, the customer was treated with insulin and fluids intravenously. The customer was subsequently admitted to the hospital and was treated with insulin and fluids intravenously. Three days later, the customer was released from the hospital. The customer reported the pump would continue to be used for insulin therapy.